Manufacturer narrative:
Section d10: concomitant product eq rev torque screw kit (cat# 320-20-00 / serial# (B)(6). Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported, approximately 2.5 years post initial left tsa, the 67 y/o male patient had a revision due to poly disassociated. The patient was revised to upsized humeral tray and liner. The patient is stable. There was no breakage the device or surgical delay/prolongation. Patient was last known to be in stable condition following the event. Sales rep was unable to obtain images/x-rays. The devices are not available for evaluation due to hospital policy.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: h6. MDR section codes updated/corrected: b, c, d, e, g. The revision reported was likely the result of disassembly between the humeral liner and humeral tray. However, this cannot be confirmed and potential contributions from patient conditions, an unreported traumatic event, incomplete seating of the humeral liner during implantation, forceful contact between the liner and glenoid bone (scapular notching), or a combination of the above to the reported disassembly of the humeral liner cannot be determined as the devices were not returned for evaluation and images/radiographs were not provided. Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.